Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('got it removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced diarrhoea ("diarrhea") and constipation ("constipation"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the diarrhoea and constipation had resolved. The reporter considered constipation, diarrhoea and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received - new events diarrhea and constipation were added. Reporter added from social media. Adverse event nos re-coded to medical device removal. On 23-mar-2020: content received from social media. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.